Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our brazil affiliate during a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 valve the valve was not implanted as intended. The physician was concerned that additional balloon inflation could result in valve embolization a second valve was implanted. The perceived root cause of the event was the pacemaker. The patient is in stable condition.